Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: what was the shape of the clips? Scissored?---yes clip gap? ---no other? ---no. Did the clips drop/eject from the jaws? ---yes. Did clip fall into the patient? ---no. If yes, how was it retrieved? ---na. Which firing of the device did this event occur on? ---unk. What vessel or structure was the device fired on at the time of the event? ---around the cholecyst. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.